Event description:
Pt returned to surgery for "loose patella" form total knee. "Lp" patella button - taken out by dr in surgery (poly rotates on metal back.) Pt started with pain that progressed in intensity.